Manufacturer narrative:
This device remains implanted thus no analysis will be conducted. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high impedances, high pacing thresholds with a decrease in r-wave amplitudes. A procedure took place which confirmed that no connection issue was present after a lead pull test was done. The lead pin was also visible in the connector. The device and lead was reconnected which showed normal values. No damage was noted on the lead. The ICD and lead were reimplanted and measurements after pocket closure confirmed values within range.